Event description:
It was reported to boston scientific corporation that a needle knife rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, there was difficulty advancing the needle out from the catheter and when it did come out it was bent. The procedure was completed with another needle knife rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a needle knife rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, there was difficulty advancing the needle out from the catheter and when it did come out it was bent. The procedure was completed with another needle knife rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the needle was in the retracted position. A functional evaluation found that the needle extended out of the catheter when activated with the handle. With the needle extended it was found to be bent 4 mm for the distal end. The outer diameter (od) of the exposed needle was within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.